Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance greater than 200 ohms. The out-of-range (oor) values were isolated occurrences and the shock impedance was otherwise normal. Provocative physical maneuvers were performed and did not yield any abnormal measurements. It was planned to perform an x-ray should another oor impedance value be observed. The ICD and right ventricular lead (non-boston scientific product) remain in service. No adverse patient effects were reported.